Event description:
It was has been reported to us that during the procedure a dissection of the left main coronary artery had occurred while the guide catheter was inside the patient. The physician inserted the guide catheter into the patient. The physician inserted a pre-dilatation balloon and dilated the obtuse marginal vessel. The physician inserted a second dilatation balloon and dilated the left arterial descending artery. The physician inserted the stent delivery catheter distal to the obtuse marginal and deployed the stent in the middle of the left arterial descending artery. The physician released pressure in the balloon. The cardiology fellow set up the system for post dilatation angiogram and injected 10cc of air down the left arterial descending artery resulting in a spiral dissection back to left main coronary artery and aortic root. The patient was sent for a surgical procedure to repair the damage. The patient is reported to be fine after the procedure. The account has indicated that the device has been discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unk and therefore a review of the device history record can not be performed. If any additional information becomes available or the actual complaint sample is returned, a follow-up medwatch will be submitted. At this time this is considered to be the initial and follow-up medwatch being submitted. Device discarded - not returned for evaluation.